Manufacturer narrative:
Follow up 25-jun-2015: follow up information received from the physician. Patient's medical history includes salpingitis and appendectomy with peritonitis. The date of essure insertion was reported as (B)(6) 2014. The first placement attempt without general anesthesia and there was a failure due to tubal spasm. The second placement attempt with general anesthesia and one device twisted immediately at the ostium. Then broke in contact with the tube. Hysterography was planned. No additional information was provided. Follow-up information received on 01-jul-2015 (essure insertion report): the patient's medical history included a laparoscopy due to salpingitis, 3 vaginal deliveries, and infarct when she was (B)(6) with placement of stent. The first procedure was performed on (B)(6) 2014 with no anesthesia. The physician introduced the hysteroscope by vaginoscopy technique; and crossed the endocervical canal without any particular difficulty. It was visualized a normal sized uterine cavity and the two tubal ostia. An attempt of raising of the left essure in a first time was made and it was impossible due to a tubal spasm together with intense pain. The patient was fit the mask releasing nitrous oxide. In spite of this technique the pain persisted, then attempt of raising of the same spring at the right tube which also resulted 01 failure because of the intense pain as soon as attempt to raise the essure. The physician withdrew the hysteroscope and the insertion procedure failed without anesthesia, on nitrous oxide. A second intervention was planned on general anesthesia on (B)(6) 2014. The patient was on general anesthesia and in gynecological position. The introduction of a hysteroscope was considered easy within the uterine cavity and also the visualization of the two tubal ostia. The first raising of essure at the right tubal ostium went with no specific difficulty; 4 turns of coils intracavitary. Then it was impossible raising the left essure, since the tip of the essure bent immediately in contact with the left tubal ostium. An attempt of raising another essure was made and an immediate twisting of the essure making impossible to release the device; probable due to a tubal obstruction from previous to the procedure. Conclusion: essure procedure with easy raising of the right essure then failure on the left. A hysterosalpingraphy was planned in post-operatory in order to assure a left tubal permeability. The case was downgraded to non-incident. No further information will be available. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had 2 attempts of essure (fallopian tube occlusion insert) insertion. During the second procedure, the tip of the essure bent immediately in contact with the left tubal ostium, another essure was opened but it twisted immediately at the ostium. These events are non-serious and listed according to the reference safety information for essure. The tip of essure is flexible to allow it to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. Handling errors, deviations from the instructions for use, and non-product related anatomical issues, may cause a shape alteration of essure. In this particular case, essure insertion was difficult. According to the physician there was a probable tubal obstruction previous to the procedure. This may have contributed to the events and considering they occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was initially regarded as other reportable incident due to device breakage, however upon receipt of follow-up information, it was clarified that essure was twisted and bent; not broken. Thus case was considered a non-incident. An updated product technical complaint (ptc) analysis is being sought.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted (lot number c51340). Physician reported that implant broke in contact with the tube. The anomaly was observed in the operating room during the placement. There was no anatomical cause to explain the anomaly. The anomaly concerned the implant itself. The implant was afterwards unusable. Bilateral placement was performed with the other device. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and implant broke in contact with the tube (during placement). Bilateral placement was performed with another device. This event, interpreted as a device breakage and complication of device insertion, is non-serious. Device breakage is unlisted in the reference safety information for essure, while complication of device insertion is listed. During difficult insertion and removals, single cases have been reported of essure breakage. In this particular case, the breakage occurred during the insertion procedure. Therefore, a causal relationship between essure and the reported event cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow up information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was re-follow up 14.jan.2015: ptc investigation results were provided. Batch number (B)(4) (production date 01-may-2014; expiration date 31-may-2017). (B)(4) final assessment: failure mode / mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 17.dec.2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Final risk classification: risk category v medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and implant broke in contact with the tube (during placement). Bilateral placement was performed with another device. This event, interpreted as a device breakage, is non-serious. Device breakage was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion and removals, single cases have been reported of essure breakage. In this particular case, the breakage occurred during the insertion procedure. Therefore, a causal relationship between essure and the reported event cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that based on the available information, there is no reason to suspect quality defect of the product. Follow up information is expected.